Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company rep. The rep suspects the cause of the issue was that the site was on an optical procedure but trying to use axiem equipment. That's why all of the axiem equipment was plugged in but not showing up. The site called the rep and they worked through the issue. They selected the correct procedure and everything functioned properly. There was zero delay.

Manufacturer narrative:
A medtronic representative went to the site to test the system. The system performed as intended and checkout. Concomitant medical products: product ID: 9735825 ( (em intfce s8 em instr intfce) the following codes apply to product ID: 9735825 ( (em intfce s8 em instr intfce). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the localizer was not connected. The break-out box and emitter was connected in the tracking details, but the patient tracker and instrument tracker were not. There were no amber lights on the breakout box, the site tried switching ports on the breakout box, and reseated the patient tracker. There was no patient present. Additional information received, it was reported that a patient was involved during a functional endoscopic sinus surgery (fess) procedure and there was no impact to the patient outcome. Delay was unknown.